Manufacturer narrative:
The returned instrument was inspected, at which point the fracture was verified. During inspection, the twisting seen on the tip of the instrument indicated that the driver was used in a counterclockwise manner, which is not consistent with the intended use of the device. When locking the plates, the driver should be used in a clockwise manner to lock the plates correctly. It was determined that the resistance that would have been experienced by using the driver in the wrong direction would cause the driver to snap, and is the root cause of the reported issue. Inventory was not reviewed as the reported issue occurred during the case, and was not due to a manufacturing issue. In conclusion, the reported issue was determined to be an isolated incident since the non-conformance was due to surgical technique. The implants broke due to misuse and deviation from the surgical technique guide.

Event description:
It was reported that the tip of the screwdriver broke off while inserting anodyne screws into the plate. When attempting to turn the lock with the driver, the tip of the driver broke off in the hole of the lock. The plate was not locked because the tip is blocking the hole. There was a delay of 1 hour while the physician attempted to extract the broken tip. The physician was not successful in this attempt, and the tip remained in the lock of the plate. The plate was then left in the patient.